Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, a fully charged autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. No additional information from the customer. No patient involvement.